Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. This lead was explanted on (B)(6) 2025 the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead shows noise and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. This lead was explanted on (B)(6) 2025. Upon receipt, the lead under complaint was found cut 18 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation was found squeezed and damaged 30 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, the rv shock coil and fixation helix were found deformed. These deformations most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.